Manufacturer narrative:
Additional information was received january 4, 2022. The deflation initially reported as right sided was unilateral. Explant is planned for (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture/deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2022. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a mentor smooth round moderate profile 175cc saline prosthesis (right) and a mentor smooth round moderate profile 125cc saline prosthesis (left) experienced spontaneous right sided deflation and left sided baker grade iii capsular contracture post procedure. The implant continued to slowly get smaller over time. There was associated rippling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The right sided deflation was reported initially under 1645337-2021-11105 on october 5, 2021. On october 10, 2021 mentor received additional information and initial awareness of left sided capsular contracture. This report relates to the left prosthesis.